Event description:
It was reported that the biomed stated they replaced the mixing pump and then calibrated the arctic sun device. During calibration it showed the error 91 (heater test- element 1 failure) through error 95 (heater test multiple elements fail). The pump hours were 6133, system hours were 6743. The biomed would like to quote for 2000 hour service but they might do the replacement themselves. The quote was given with previous work order. The part number and pricing provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed stated they replaced the mixing pump and then calibrated the arctic sun device. During calibration it showed the error 91 (heater test- element 1 failure) through error 95 (heater test multiple elements fail). The pump hours were 6133, system hours were 6743. The biomed would like to quote for 2000 hour service but they might do the replacement themselves. The quote was given with previous work order. The part number and pricing provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.